Manufacturer narrative:
The explanted device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that approximately 6 months later, this pacemaker was explanted without further allegation. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that approximately one month post implant, the patient with this pacemaker (rv lead unknown), presented with a decreased left ventricular ejection fraction and asynchrony due to pleural effusion. The origin of the pleural effusion was unknown and the initial implant procedure could not be ruled out. The patient was hospitalized with dyspnea and fatigue. A chest x-ray confirmed the right pleural effusion and a pleural puncture was performed with 1.2 liters of fluid removed. No complications were experienced during the intervention. The device remains implanted. The patient will be monitored closely. No additional adverse patient effects were reported.